Event description:
Pt with a total knee implant has rheumatoid arthritis and ligaments have released. Revision surgery to planned to exchange poly inserts.

Manufacturer narrative:
Pt with a total knee implant has rheumatoid arthritis and ligaments have released. Revision surgery to planned to exchange poly inserts. Review of the device history record indicates that the device was manufactured to specification.